Event description:
It was reported that the patient was having coupling and communication issues with the device. It was reported that the patient had seizures in (B)(6) 2011. Also the patient was in a coma for about 2 months starting in (B)(6) 2011 and was not able to keep his device charged. A possible overdischarge of the internal neurostimulator (ins) was reported. The patient stated that "most of the time" the implanted device was not working. It was reported that the last successful recharging session was 6 to 12 months ago. On (B)(6) 2012 the patient reported a recharging issue, but the patient had not taken any action. The patient also reported that he had not used the stimulator since one week after the implant in 2010 and that he had not charged the implant since a few weeks after implant. The patient stated that there were tumors on his liver and adrenal glands and that he was in pain. A loss of therapy was felt by the patient. The patient stated that the new device was complicated to use. Also, the patient reported that he was in the hospital because he needed to take pain medication. The patient also stated that he becomes "clogged up" and because of this, he goes to the hospital. The patient reported that his hospitalization was "half related to the device and half related to other medical conditions". The patient reported that he discussed the possibility of explanting the device so that he could have an MRI performed for other health issues. The patient outcome was not provided.

Manufacturer narrative:
Product ID 7496, lot#, serial# (B)(4), implanted: 1990 (B)(6), explanted, product type: extension, product ID 7496, lot#, serial# (B)(4), implanted: 1990 (B)(6), explanted, product type: extension, product ID 74001, lot# n205602, serial#, implanted: 2010 (B)(6), explanted, product type: adapter, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product type: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3586, lot#, serial# (B)(4), implanted: 1990 (B)(6), explanted, product type: lead, product ID 3586, lot#, serial# (B)(4), implanted: 1990 (B)(6), explanted, product type: lead. (B)(4).